Event description:
It was reported that the atrial lead was explanted and replaced due to no capture, dislodgement and oversensing. The patient was doing well before the procedure as well as during and after the procedure.

Manufacturer narrative:
Correction : the correct date should be jun 20, 2019.

Event description:
Review of information indicates that the lead was explanted and replaced due to intermittent capture, dislodgement and undersensing.

Manufacturer narrative:
Analysis was normal. No anomalies were found.